Event description:
It was reported that the tip of the guidewire was fracture. The target lesion was located in the severely tortuous and severely calcified splenic artery. A 200cm x10cm fathom -14 angled tip was selected for use. During procedure, it was noted that the guidewire could not be advanced. Subsequently, the device was severely stretched, and the tip was fractured when retrieved. The device was simply pulled out and was confirmed that there were no device fragments left inside patient's body. The procedure was completed with another of the same device. No complications reported and the patient is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The guidewire returned separated in two sections; the guidewire was broken approximately at 190.5 cm from the proximal end. The distal section had the coil wire stretched (proximal end of the distal section) and it was bent. No more visual damages were found in the device. Detailed pictures of the affected area were captured. Dimensional inspection of the device was performed and observed that the outer diameter (od) of distal tip, middle of the device and proximal section were within specification. However, the overall length could not be performed due to device condition.

Event description:
It was reported that the tip of the guidewire was fracture. The target lesion was located in the severely tortuous and severely calcified splenic artery. A 200cm x10cm fathom -14 angled tip was selected for use. During procedure, it was noted that the guidewire could not be advanced. Subsequently, the device was severely stretched, and the tip was fractured when retrieved. The device was simply pulled out and was confirmed that there were no device fragments left inside patient's body. The procedure was completed with another of the same device. No complications reported and the patient is stable.